Event description:
It was reported that the device was explanted at implant because the surgeon observed that one of the leaflets was buckling. Follow up with the health care provider indicated that when the valve was seated, the valve appeared to have a pleat in one of the leaflets. It was additionally reported that one of the struts appeared to be bent or deformed.

Manufacturer narrative:
Bent strut. The device has been received for evaluation, however, the evaluation is not complete.